Event description:
It was reported that the patient underwent a posterior lumbar fusion from l4-s1 using rhbmp-2/acs. Reportedly, severe pain and symptoms ultimately compelled the patient to undergo a revision surgery. The patient continues to experience severe and unrelenting pain in his low back and extremities, with weakness and numbness in his legs. He experiences difficulty standing for prolonged periods, and difficulty walking even short distances requiring the use of a cane. These serious injuries prevent him from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar spondylosis, degenerative disk disease and post laminectomy instability l4 to s1,post laminectomy syndrome l4-l5 and l5-s1 with intractable pain and underwent the following procedures: l4-5, l5-s1 revision of laminectomy. L4-5, l5-s1 posterior fusion. L4-5, l5-s1 segmental instrumentation. Preparation of bone morphogenic protein with mosaic. 5.l4-5 and l5-s1 laminectomy, facetectomy and foraminotomy. Pedicle screw fixation and fusion l4 to s1 as per the operative notes: ¿once the decompression was completed, the transverse processes and sacral ala were decorticated and grafted with mosaic bone morphogenic protein. Pedicle screws and rods were then placed at l4-5 and s1 using the expedium system. Final lateral x-ray was obtained to confirm correct level of surgery and proper position of implants.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.